Manufacturer narrative:
(B)(4).

Event description:
A consumer reported she was not getting any relief from her implantable neurostimulator (ins) and she was not feeling any stimulation. The consumer checked the ins with the patient programmer (pp), which showed stimulation was on. The consumer tried to increase her settings, but when she did she experienced more pain. Additional information received from the consumer reported stimulation stopped working and had not worked for about a month. Follow-up was being conducted to determine circumstances that led to and steps taken to resolve the reported issue. If received, this event will be updated. Indication for use included degenerative disc disease.